Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no indication that the patient sustained a serious injury. Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion. Poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of eight shocks. Further information surrounding the treatment event was not reported. Motion artifact contributed to the false detection. The response buttons were not pressed during the treatment event. Following the treatment, the patient's outcome was not reported but the patient continued wearing the lifevest.

Manufacturer narrative:
Follow up report 03/28/2018: the second supplemental report is re-checking the death box in section. Patient code (B)(4) is being re-added. Equipment associated with the patient's treatment events was returned and evaluated at the distributor. See evaluation below: monitor (B)(4) and belt (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The patient received replacement equipment following the treatment events. The equipment associated with the patient's death was returned and evaluated at zoll manufacturing corporation. See evaluation below: device evaluation of monitor (B)(4) and belt (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Follow-up report: in initial report, death was checked in section and it is being unchecked because the patient did not die. Patient code (B)(4) referring to death in section is being removed because the patient did not die. No failure detected, device operated within specification is being removed and evaluation conclusion is being added in section. Initial report: explanation of: there was no death or device malfunction associated with the inappropriate defibrillation event. There is no indication that the patient sustained a serious injury. Device evaluation summary: monitor (B)(4) and electrode belt (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files (attached) on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock was lack of response button use (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion poor ECG contact with skin inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity. - attachment: [214128-all.pdf]

Event description:
Follow-up report 03/28/2018: additional information indicates that the patient did pass away following the treatment events on (B)(6)2018 at 22:20pm. The patient was reportedly in the hospital ICU at the time of the event. Review of the events indicates that the patient continued to wear the lifevest following the treatment events on (B)(6)2018. The patient entered atrial fibrillation multiple times between 15:14:44 and 18:30:01. The patient then entered bradycardia followed by asystole at approximately 19:20 and continued in asystole until approximately 20:30 at which point the device was subsequently powered down. Follow-up report: death checked in and patient code (B)(4) referring to death in being corrected. Method, result, and conclusion codes being corrected. Initital report: a us distributor contacted initial to report that a patient experienced an inappropriate defibrillation event consisting of eight shocks. Further information surrounding the treatment event was not reported. Motion artifact contributed to the false detection. The response buttons were not pressed during the treatment event. Following the treatment, the patient's outcome was not reported but the patient continued wearing the lifevest.

Event description:
Follow-up report: death checked in type of reportable event and (B)(4) referring to death in event problem and evaluation codes being corrected. Method, result, and conclusion codes being corrected. Initial report: a us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of eight shocks. Further information surrounding the treatment event was not reported. Motion artifact contributed to the false detection. The response buttons were not pressed during the treatment event. Following the treatment, the patient's outcome was not reported but the patient continued wearing the lifevest.

Manufacturer narrative:
Follow-up report: in initial report, death was checked in type of reportable event and it is being unchecked because the patient did not die. (B)(4) referring to death in event problem and evaluation codes is being removed because the patient did not die. Initial report: there was no death or device malfunction associated with the inappropriate defibrillation event. There is no indication that the patient sustained a serious injury. Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock was lack of response button use (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion. Poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.